Event description:
A malfunction was reported where the pump screen appeared dark with only a dim light in the background, hindering interaction with and readability of the pump. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.